Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
There is no patient impact associated with this complaint. It was reported that the pump did not recognize the filled cartridge during the load step. There is no other information available at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/23/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration. Evaluation revealed dislodged force sensor pins. Correction number: 2531779-03/24/2010-003-r.